Manufacturer narrative:
Additional information was received that identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that, during npwt, a renasys touch and flat drain kit, showed the message of blockage alarm displayed on the screen. The problem was not solved by exchanging the softport. The doctor decided to use only the soft port for treatment. The drainage kit is used and discarded. No patient was harmed.